Event description:
The patient had also experienced diaphoresis. The pump volume was low. The programmer had been programmed incorrectly; there was an incorrect recording of the volume instilled at the refill. On (B)(6) 2012, the pump was refilled and the patient's pain improved with no side effects or problems. The patient's outcome was reported as non-serious injury/illness. The patient recovered without sequelae.

Event description:
Additional information received reported the patient never had "dramatic improvement" of pain relief with the pump.

Event description:
It was reported that the patient experienced headache, nausea and vomiting symptoms since (B)(6) 2011 but per the reporter it was believed that the symptoms were related to a migraine headache. Per reporter the patient has felt hot and believed that they were probably hot flashes. It was noted that the patient's pain was not well controlled. Hcp programmed in 40cc for the reservoir volume at the last pump refill but only filled with 20cc. At the current refill hcp was only able to aspirate about ½ cc of drug from the reservoir and they were in the reservoir fill port. Per reporter she filled the reservoir to 21cc for this refill. The drugs in the pump were morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted:unknown, dacron pouch, model# 8590-1, lot# n067441, implanted: 2006-(B)(6), explanted: unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).